Manufacturer narrative:
The investigation could not determine a specific root cause. Additional data for evaluation was requested, but could not be provided by the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for bicarbonate liquid (co2) on one sample on (B)(6) 2014 and for creatinine jaffe gen.2 (creaj) on one sample on (B)(6) 2014. It was determined that the sample from (B)(6) 2014 had erroneous creaj results that had been reported outside of the laboratory. The initial creaj result was 0.18 mg/dl, which was reported outside of the laboratory. A new sample was drawn on (B)(6) 2014 and had a creaj result of 1.35 mg/dl. This result generated an alert, which caused the customer to repeat the sample from (B)(6) 2014. The repeat result from the sample from (B)(6) 2014 was 1.21 mg/dl. The customer deemed the repeat result to be the correct result for the sample from (B)(6) 2014. There was no adverse event. The lot number of the creaj reagent in use was 69096001, with an expiration date of 07/31/2015. The field service representative could not find a cause and was unable to duplicate the error. He cleaned and adjusted the vacuum nozzle and all probes. He ran a precision check and the customer performed qc, which was acceptable.